Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to ¿rough or irregular shape¿ that caused pain during insertion leading to a potential failure mode 'difficult insertion'. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheters were scratchy and caused the patient pain during the insertion of the catheter. The patient could not fully insert the catheters for use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were scratchy and caused the patient pain during the insertion of the catheter. The patient could not fully insert the catheters for use. No medical intervention was reported.